Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. The left renal artery was the lowest renal artery. It was reported that approximately nine years and four months post index procedure, a CT revealed that the aneurx stent graft bifurcate had migrated distally by 2 cm to 3 cm, with no endoleak present. An aortogram revealed no apparent rupture but the migration of the aneurx stent graft bifurcate was confirmed. The physician elected to implant an endurant aortic cuff at the level of the left renal artery. After implanting the aortic cuff and ballooning, the migration area was covered. The procedure was completed and the event was resolved. Per the physician, the cause of the event was due to proximal aortic neck dilatation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.